Event description:
Reporter indicated that intraoperative device diagnostic testing during initial implant resulted in elective replacement indicator yes. Indicating that the generator was at end of service. Implanting surgeon proceeded with implant of the generator. It was reported that three days post-implant, attempts to interrogate the device were unsuccessful and resulted in end of service error messages. Generator replacement surgery is planned.